Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted into the coronary sinus but could not cannulate. The physician opted not to use this lv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).